Event description:
Boston scientific received information from the local representative that the pace-sense portion of the rv defibrillation lead was surgically capped due to high rv pacing thresholds.

Event description:
Boston scientific crm received information that this patient contacted (B)(4) patient support on (B)(4) 2008 to report that he was scheduled for surgery on (B)(6) 2008 because of a lead problem. The patient was not aware of the nature of the lead issue or what lead was involved. Before the call could be transferred to technical services, the patient hung up the phone. No further information was available at that time. Subsequently, on (B)(6) 2008, the patient's spouse contacted technical services to report that the patient was not feeling well. Technical services confirmed that the pii (patient initiated interrogation) had been updated and recommended that the patient should contact his physician to discuss. Boston scientific crm received information from the local representative that the rv lead had been repositioned and no adverse patient events had occurred. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2014. The device was electively explanted due to normal battery depletion. The pace-sense portion of the rv defibrillation lead was surgically capped. A separate competitor rv pacing lead was implanted. The shock portion of the rv defibrillation lead remains in-service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.